Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Device product code - unknown. Product identification and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a shoulder procedure on an unknown date. Subsequently, a revision procedure has been recommended due to disassociation of the glenosphere. No further information has been received to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information provided includes the product identification, revision date and revision details. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02045 & 02780).

Event description:
It was reported that patient underwent a total reverse shoulder arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2013 due to dislocation of the glenosphere. The glenosphere, bearing, and taper adapter were removed and replaced. Upon removal, it was noted that the taper adapter and the bearing were damaged. Additional information received indicates that the central screw was not fully seated. This issue was noted during the revision procedure on (B)(6) 2013 and the central screw was also removed and replaced.

Event description:
It was reported that patient underwent a total reverse shoulder arthroplasty approximately three years ago. Subsequently, a revision procedure was performed on (B)(6) 2013 due to dislocation of the glenosphere. The glenosphere, bearing, and taper adapter were removed and replaced. Upon removal, it was noted that the taper adapter and the bearing were damaged.

Manufacturer narrative:
This follow-up report is being filed to relay additional information related to the details of the revision procedure, which was unknown at the time of the initial medwatch. Due to the condition of the taper feature on the returned component, dimensional evaluation was not possible. If the center screw is not properly positioned and verified with the trial, a disassociation of components is possible. There are warnings in the package insert that state that this type of event can occur: "disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-02045, 02780 & 03229).